Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient presented with the following preoperative diagnoses: cervical spinal stenosis, status post c5-c6 vertebrectomy and anterior cervical plating, c4-c7. The patient underwent the following procedures: posterior cervical fusion1 c4-c7, using spinal system, and lateral mass screws at c4, c5, c6 and c7; bilateral laminar foraminotomies at c5-c6 level; posterolateral bone grafting from c4-c7, using rhbmp-2/acs, local bone graft, and bone graft. Indications: this is a (B)(6) male who underwent an anterior cervical channel vertebrectomy at c5 and c6 on (B)(6) 2011, with re-construction with cage and anterior cervical plating. During that procedure, it was found out that the patient had osteoporosis and that his bone quality was not very good, and hence it was decided to supplement the fixation from the back, in order to give proper chance of healing. Per op notes: the lamina of c4, c5, c6 and c7, as well as the lateral masses of c4, c5, c6, and c7 were decorticated. A medium size rhbmp-2/acs was cut into small strips and was placed over the lamina of c4-c5, as well as c6-c7, as well as lateral masses c4-c5, c5-c6, c6-c7 bilaterally. Local bone graft mixed with bone graft was also placed along with the rhbmp-2/acs. On (B)(6) 2012 the patient presented with the following pre-op diagnosis: bilateral stenosis with herniated disc at l4-l5, lateral recess stenosis and collapse of the l5-s1 disc space. The patient underwent the following procedures: posterior instrumentation and fusion from l4 to the sacrum using alphatec pedicle screw instrumentation system being infused with local bone. Per op notes : they then re-entered the room, placed rods into the heads of the screws, l4, l5, and s1 on the right-hand side, l4 and s1 on the left-hand side. Copious irrigation of the wound using bacitracin irrigating solution and then autograft with medium rhbmp-2/acs was split half on each side.